Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation stated that introduction of embolization material can be confirmed with available images. The images provided do not allow for evaluation in relationship to the event of endoleak. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
A patient that presented with a traumatic aortic transection was treated with a comformable gore tag thoracic endoprosthesis and three gore viabahn endoprosthesis. The viabahn stent grafts were used in a chimney application in the brachiocephalic, common carotid, and subclavian arteries. It was reported to gore that on (B)(6) 2013, the patient presented with a type I endoleak. An embolization of the endoleaks and gutters was successfully performed.